Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a lung tumor rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, after completing the first ablation cycle, the 3cm electrode was re-positioned more distally into the tumour and a second cycle was performed. However, following this cycle, the array tines failed to retract. The physician then performed a third cycle in the same area. At the conclusion of this cycle, the tines were able to be retracted enough to allow for removal of the electrode. The account indicated that charred tissue was present at the center of the needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a lung tumor rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, after completing the first ablation cycle, the 3cm electrode was re-positioned more distally into the tumour and a second cycle was performed. However, following this cycle, the array tines failed to retract. The physician then performed a third cycle in the same area. At the conclusion of this cycle, the tines were able to be retracted enough to allow for removal of the electrode. The account indicated that charred tissue was present at the center of the needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that residue was present on the end of the electrode cannula and between the tines of the array. Additionally, one tine was found to be bent slightly. Functionally, the array was able to extended and retracted with resistance. The condition of the returned incident device was consistent with the complaint that the array was difficult to retract. During the evaluation, difficulty was encountered while retracting due to the presence of residue. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).